Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump would shut off on its own. The call was lost after transfer and no other information was available. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap was undamaged and fit securely. A call service 069 alarm was reproduced during the rewind step. The pump cover was removed to find no intermittent conditions to the printed circuit board. The reported power issue was unable to be adequately investigated due to the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.